Manufacturer narrative:
(Serial number (B)(4)) the production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and attempted to reproduce the autofill error with a 40cc and 50cc catheter and was unable to reproduce any failures. The iabp passed all calibration, functional and safety tests performed, and was returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) generated an ¿autofill failure" alarm. The iabp was changed but the problem continued. The facility¿s biomedical engineer had multiple issues and feels it is related to the facility¿s elevation at 6,600 feet. The iabps will not autofill and pump with sensation. However, if the fiber optic is unplugged it autofills and runs normally. No patient harm or adverse event was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) generated an ¿autofill failure" alarm. The iabp was changed but the problem continued. The facility¿s biomedical engineer had multiple issues and feels it is related to the facility¿s elevation at 6,600 feet. The iabps will not autofill and pump with sensation. However, if the fiber optic is unplugged it autofills and runs normally. No patient harm or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed per company standard operating procedure since the device serial number was not provided. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) generated an ¿autofill failure" alarm. The iabp was changed but the problem continued. The facility¿s biomedical engineer had multiple issues and feels it is related to the facility¿s elevation at 6,600 feet. The iabps will not autofill and pump with sensation. However, if the fiber optic is unplugged it autofills and runs normally. No patient harm or adverse event was reported.